Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient called back reporting ongoing therapy concerns, did not feel that the therapy was helping with urinary retention, and has had 2 uti's since implant. Patient feels their doctor was not addressing these concerns and requested to speak with manufacturing representative (rep) about this. Patient indicated the met with a rep about 3 weeks ago who changed the device programming but this did not resolve the therapy concerns.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since their implant procedure, their healthcare provider (hcp) had not been actively involved with their therapy. The patient expressed concern that something has felt "off" since the implant, as they had been unable to urinate since four days post-implant. The patient visited their hcp on august 20th, where they were informed that there were no issues with the device itself. They were advised to contact their manufacturing representative (rep) for assistance in adjustingthe settings. During a follow-up conversation with rep on wednesday, the stimulation was increased again, but it did not resolve the issue, they turned the device off by friday. Since then, the patient has been hospitalized. During their hospital stay, the patient was diagnosed with a urinary tract infection (uti) and required a catheter to empty their bladder. The patient also mentioned being discharged from their hcp's practice.the patient shared that they texted rep on monday to inform them of what the hcp staff had said. The patient stated they s till could not empty their bladder and had kept the ins turned off since friday. The patient reported that during their hcp appointment, they informed the staff that they had gone 12-14 hours without urinating, and on some days, they had not urinated at all. As do ctor was currently on vacation, another member of the hcp's office staff visited the patient on sunday but stated they could not assist further. They reiterated that the ins was functioning correctly and declined to inspect it further. Agent offered a doctor listing for additional support, but the patient preferred to continue working with rep. The patient mentioned that they believe they would be discharged from the hospital today. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they also haven't been in touch with ther primary care doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported ongoing concerns stating that they believe their device was malfunctioning because it was not helping their urinary control. Patient also believes the device was not doing its job because they can increase and decrease amplitude and don't feel any shocking/stimulation sensation. Patient stated they got the device implanted to prevent uti's but they have continued to have multiple uti's since implant. The agent reviewed that therapy was not indicated to treat uti. Patient reported that they were experiencing pain and bleeding at the implant site which just started yesterday. Patient stating that their previous managing physician discharged them and directed the manufacturing representative (rep) not to contact the patient. However patient also stated that when they had previously contacted the physician's office they told patient they would need to work with rep for troubleshooting support. Offered to provide physician listings to the patient and encouraged patient to seek medical attention but patient declined physician listings stating that no one else will see them because their device was malfunctioning. The agent attempted to review the role of manufacturer but patient became highly escalated and demanded a supervisor and then hung up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that the patient called back and repeated that the ins felt like it was malfunctioning 2 weeks post-implant date. Patient was very escalated and spoke rapidly. Patient initially requested to speak with a supervisor. Patient stated that their healthcare provider (hcp) fraudulently discharged them from their care and did not provide a discharge letter. The patient claimed that they had been trying to find a different hcp for the last 6 months, but no hcp would see them because they didn't want to be held liable. The patient also mentioned extreme pain, swelling, bleeding, and puss draining out at implant site. The patient repeated that their hcp instructed manufacturing representative (rep) to go no-contact with them, and they were upset that manufacturer could not provide them with a written letter that stated it was manufacturer policy for a rep to follow an hcp's instruction if they were told to go no-contact with a patient. The patient threatened litigation throughout the call, and stated that they have already consulted with a medical malpractice lawyer with intent to sue manufacturer. Agent reviewed email, which stated that the managing hcp was out on maternity leave. The covering hcp stated that the patient was discharged from the practice, and the patient was directed to make an appointment with doctor (dr) but they didn't know if the patient made the appointment. Additional information was received on (B)(6) 2026. Patient repeated their device was "malfunctioning" and was really painful right now, bleeding, and draining. Patient stated the head dr told the rep to go no contact with patient and that was their policy. Patient stated they want this policy in writing. Patient stated every urologist they have called know that this was malfunctioning and no one wants to be held liable. Patient stated they have sought legal counsel. Agent had a difficult time following and made best attempt collect all relevant event information. Patient requested to speak with patient relations and stated they left voicemail already. Agent consulted with patient relations specialist and patient relations specialist stated they would contact patient today by 11 am cst. Agent reviewed with patient and patient stated they would wait for a call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.